Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate relief on the left low back and legs after several reprogramming attempts. The physician replaced and was doing well postoperatively. The explanted lead was discarded.